Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6)2017 that the patient was being tortured by the pain doctor. It was stated that the healthcare professional (hcp) never filled the pump on time. It was related that the patient had massive diarrhea, fever, and could not function or get out of bed and was in pain. The patient had to wait four weeks before a refill and it landed them in the hospital. The patient went through horrible withdrawal. The date of the event was reported to be (B)(6) 2017. The patient was in the hospital at the time of the report. It was indicated that the patient wanted the pump removed by someone from the manufacturer and wanted to know if they were put to sleep for three days if they wouldn¿t have any withdrawal. Physician listings were requested. No further complications were reported or anticipated.